Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date approximately twenty years ago. A revision procedure is planned due to wear of the polyethylene liner; however, there has been no revision procedure reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: catalog number, lot number and expiration date - unknown, date implanted - unknown, 510k number - unknown, manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total hip arthroplasty in 1996. A revision procedure is planned due to wear of the polyethylene liner and unspecified complications with the acetabular cup; however, there has been no revision procedure reported to date.